Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When opening the package, it was noted that the suture was broken. This occurred prior to use on the patient. Therefore there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual product was returned for evaluation. The device was visually evaluated. It could not be determined if the abrasion damage occurred after the product was dispensed, or was present when the product was initially opened. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.